Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm. The customer was unable to clear the alarm due to unresponsive buttons. The customer's blood glucose reading at the time of the call was 532 mg/dl, and she was unable to treat due to the insulin pump not functioning. The customer stated that she would seek medical attention as she works at a hospital. Nothing further was reported.